Manufacturer narrative:
The initial report indicated that an air bubble alarm was encountered during set-up and priming of the cardiopulmonary bypass circuit. The hosp personnel believed that it was a false air bubble alarm in that they could not identify any air bubbles in the line. After the procedure, the hosp biomedical engineer performed testing on the s5 sys and was unable to duplicate the bubble alarm. Add'l testing was performed on site by a sorin group USA, inc. Svc rep and no alarms occurred. The testing was repeated by the biomedical engineer and still the alarm could not be reproduced. The s5 sys was placed back into svc. The reported false alarm could not be reproduced by the biomedical engineer nor the sorin group USA, inc. Rep. It is possible that the sys alarmed due to the presence of micro air dislodged during priming which was not visible.